Manufacturer narrative:
One (1) used full 500ml container, 0.9% nacl by b\braun + etoposide drug, one (1) used list # cl3948, oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap; lot # unknown, and one (1) used bd alaris pump set, smart sites, filter were received for evaluation. As received, no damage or anomalies were identified. The spiros was leak tested and leaked from the area of the o-ring/poppet interface. The reported complaint of leakage can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review could not be completed since no lot number was provided.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involves a oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap that leaked etoposide from the housing during use on a patient. The spiros was attached to a smartsite. There was patient involvement but no harm was reported. This report captures the second of two events.